Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was lost in transit and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2021-01223; 2. 3005168196-2021-01225; 3. 3005168196-2021-01226. 4. 3005168196-2021-01227. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2021-01223, 3005168196-2021-01225, 3005168196-2021-01226, 3005168196-2021-01227.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coil). During the procedure, a smart coil would not advance at all past its initial position within its introducer sheath. Therefore, the smart coil was removed. Subsequently, the same issue occurred with four other smart coils; therefore, the four smart coils were also removed. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.